Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed no delivery while delivering a bolus after a set change. Customer does not recall any significant events leading to the error. Customer declined to troubleshoot but would call back if necessary. Customer's blood glucose was 424 mg/dl at the time of incident. Customer was advised to follow up with doctor. No further information was given.